Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a cuff miss [device needles not engaging with the cuffs] occurred with 2 devices. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to greater than 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed sutures. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number.